Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that regardless of an alleged injury, the customer wishes to continue use of the soclean and declined a return authorization. Important to note. Customer has symptomatic asthma. Customer also states she has never changed her filter & does not handwash. Wants to keep using her sc.

Event description:
Customer reports bronchitis and coughing. Md seen. Received prednisone & antibiotics.